Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak with an unspecified location was known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during fill five of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak in an unspecified location. The hp stated that the heater bag and supply bag were empty but there was a small amount of fluid under the supply bag and no damage can be found on the bag. They used a scissors to open the outer bag but there was no damage to the bag since they shook the outer bag to make sure it was not near the solution bag before cutting it open. Renal therapy services (rts) informed hp of the meaning of the alarm. Rts reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.